Event description:
Material: 382623, batch#: 4310279. It was reported by the customer that at this time there was an odd feeling of resistance not typical with IV insertion. Immediately rn removed the cath from the client and observed the angiocath tip bent at a drastic angle not consistent with usual use. The angio cath was either cracked or structurally unsound as it bent once advancing was attempted. Verbatim: rcc received a complaint via email. On (B)(6) 2025, upon initial insertion of the IV cath, the rn will lower the angle of insertion, and proceed to advance the angiocath into the client's vein. Upon initial insertion of the IV cath, this rn lowered the angle of insertion and began to attempt to advance the angiocath. At this time there was an odd feeling of resistance not typical with IV insertion. Immediately rn removed the cath from the client and observed the angiocath tip bent at a drastic angle not consistent with usual use. The angio cath was either cracked or structurally unsound as it bent once advancing was attempted. This could have caused the client pain, infiltrated veins, and bruising. This was during the initial IV insertion process before any tubing, fluids, or nutrients were connected. Po: (B)(4), item: 382623, serial/lot number: (B)(6).

Manufacturer narrative:
Investigation results: the complaint of a damaged catheter was confirmed. Two 22g insyte autoguard IV catheters were returned for investigation. The samples exhibited evidence of use. Each IV catheter tubing was split open. One was split open at the midpoint of the tubing and the other was split open near the tip. The damage appeared to be consistent with damage from the needle. Due to the blood residue in the tubing, the IV catheters were likely damaged during the insertion process. The IFU indicates to not reinsert the needle into the catheter during the insertion process as damage may occur. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing catheter is "cracked or structurally unsound" the following information was provided by the initial reporter: on 1/3/25, upon initial insertion of the IV cath, the rn will lower the angle of insertion, and proceed to advance the angiocath into the client's vein. Upon initial insertion of the IV cath, this rn lowered the angle of insertion and began to attempt to advance the angiocath. At this time there was an odd feeling of resistance not typical with IV insertion. Immediately rn removed the cath from the client and observed the angiocath tip bent at a drastic angle not consistent with usual use. The angio cath was either cracked or structurally unsound as it bent once advancing was attempted. This could have caused the client pain, infiltrated veins, and bruising. This was during the initial IV insertion process before any tubing, fluids, or nutrients were connected. Date of event. - 1/3/2025 at 3:30pm.